Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device never declared elective replacement time (ert) or end of life (eol) while implanted . The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared reduced remaining longevity earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker was suspected to exhibit premature battery depletion in addition to fluctuating remaining longevity results. A revision procedure was performed wherein the device was explanted and replaced. Preliminary review of device data by boston scientific technical services (ts) noted the device was in auto capture retry at the patient's last follow-up and programmed with high pacing outputs which could have affected longevity calculations. No adverse patient effects were reported.